Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was unknown. The customer stated that he had fallen in the morning, but he did not believe that the insulin pump hit the ground. He stated that the esc, act and b buttons were unresponsive. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
There was no button response due to flattened act button dome keypad. The minor scratched lcd window, cracked case near display window corners, battery tube threads, reservoir tube lip, reservoir tube, and missing end cap sticker. The unit was unable to perform the displacement test due to keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.